Event description:
It was reported that the patient developed an infection at the ipg site and the ipg was visible outside of the skin. Symptoms of discomfort and oozing were noted. The physician believed that the infection was device and procedure related. The patient underwent a revision procedure wherein the old incision site was cleaned out, created a new pocket, and replaced the ipg. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.